Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the pump information from the date of the issue had been overwritten due to continued use of the pump. The alleged issue could not be confirmed during the investigation. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no issues observed. The pump was exercised for 24 hours with no issues observed.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an occlusion issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.